Event description:
It was reported that the system produced uncommanded x-rays. The system continued to emit x-rays after the fluoro button was released and the physicians hands were exposed to x-rays. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported. This malfunction may have resulted in a possible accidental radiation occurrence.